Manufacturer narrative:
Evaluation summary: a patient reported while using her humapen luxura device that the device had "fallen down" (dropped) on (B)(6) 2015. The fall caused the device and the cartridge holder to break. The patient had previously experienced increased blood glucose levels (serious event) in (B)(6) 2015. The device was not returned to the manufacturer for investigation (batch 0802b02, manufactured february 2008). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. In-process manufacturing inspection and finished product inspection would have detected a broken cartridge holder. A complaint history review of this batch did not identify any atypical trends with regard to broken devices or broken cartridge holders. There is evidence of improper use. The patient reported the device was dropped while in the field and broke, although this is not relevant to the complaint of increased blood glucose levels as this damage occurred after the blood glucose increase was reported.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer who contacted the company via a patient support program to report an adverse event, concerns a (B)(6) female patient, who was born on (B)(6) 1943. Medical history included chronic lung disease. Concomitant medications included acarbose, pioglitazone hydrochloride, and voglibose for the treatment of diabetes mellitus. The patient received human insulin isophane suspension 70%/ human regular insulin 30% (humulin 70/30, unknown formulation) 12 units each morning and 20 units each evening via a reusable humapen luxura burgundy device (lot number 0802b02, product complaint number (B)(4)) for the treatment of diabetes mellitus beginning in 2011. In 2013, due to the patients blood glucose being controlled stable, the patient stopped human insulin isophane suspension 70%/ human regular insulin 30% and changed to use an oral medication. In (B)(6) 2015, because blood glucose had increased, the patient was restarted on human insulin isophane suspension 70%/ human regular insulin 30%. Beginning in (B)(6) 2015, fasting blood glucose was always around 11 to 13 and postprandial blood glucose was always around 17 to 18 (units not provided). Because blood glucose was very high and could not be decreased, the patient was hospitalized on (B)(6) 2015. During hospitalization, the resident physician let the patient change to use insulin lispro protamine suspension 75% / insulin lispro 25% (humalog 75/25, unknown formulation) 18 units each morning and 16 units each evening via a reusable humapen luxura device (lot number 0802b02) for the treatment of diabetes mellitus, beginning on (B)(6) 2015. On (B)(6) 2015, the patients blood glucose was controlled stable and the patient was discharged from the hospital. Recent to the date of the report, the patients fasting blood glucose was around 9 to 14 and postprandial glucose was around 9 to 11 (units not provided). The event outcomes were reported to be unknown. Treatment with human insulin isophane suspension 70%/ human regular insulin 30% remained discontinued. Treatment with insulin lispro protamine suspension 75% / insulin lispro 25% continued. There is evidence of improper use, device was dropped in the field and broken. This case included a suspect humapen luxura device. The patient was the operator of the device and it was unknown if she was a trained user. The general and suspect device durations of use were approximately three years. The device was not returned. The consumer reporter stated that the events were related to insulin lispro protamine suspension 75% / insulin lispro 25% and human insulin isophane suspension 70%/ human regular insulin 30% update 14jul2015: upon review, this case was opened to update the medwatch fields. Update 21jul2015: additional information was received from the local affiliate on 07jul2015 and 17jul2015 and processed concurrently. Updated suspect device name and model. Processed product complaint number (B)(4). Updated narrative with new information. Update 10aug2015. Additional information received 10aug2015. From the global product complaint system. To the device tab changed improper use as yes, added the manufacture date, the device specific safety summary, updated the EU/ca and medwatch fields, and the narrative accordingly.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer who contacted the company via a patient support program to report an adverse event, concerns a (B)(6) female patient, who was born on (B)(6) 1943. Medical history included chronic lung disease. Concomitant medications included acarbose, pioglitazone hydrochloride, and voglibose for the treatment of diabetes mellitus. The patient received human insulin isophane suspension 70%/ human regular insulin 30% (humulin 70/30, unknown formulation) 12 units each morning and 20 units each evening via a reusable humapen luxura burgundy device (lot number 0802b02, product complaint number (B)(4)) for the treatment of diabetes mellitus beginning in 2011. In 2013, due to the patients blood glucose being controlled stable, the patient stopped human insulin isophane suspension 70%/ human regular insulin 30% and changed to use an oral medication. In jan2015, because blood glucose had increased, the patient was restarted on human insulin isophane suspension 70%/ human regular insulin 30%. Beginning in (B)(6) 2015, fasting blood glucose was always around 11 to 13 and postprandial blood glucose was always around 17 to 18 (units not provided). Because blood glucose was very high and could not be decreased, the patient was hospitalized on (B)(6) 2015. During hospitalization, the resident physician let the patient change to use insulin lispro protamine suspension 75% / insulin lispro 25% (humalog 75/25, unknown formulation) 18 units each morning and 16 units each evening via a reusable humapen luxura device (lot number 0802b02) for the treatment of diabetes mellitus, beginning on (B)(6) 2015. On (B)(6) 2015, the patients blood glucose was controlled stable and the patient was discharged from the hospital. Recent to the date of the report, the patients fasting blood glucose was around 9 to 14 and postprandial glucose was around 9 to 11 (units not provided). The event outcomes were reported to be unknown. Treatment with human insulin isophane suspension 70%/ human regular insulin 30% remained discontinued. Treatment with insulin lispro protamine suspension 75% / insulin lispro 25% continued. Additional this case included a suspect humapen luxura device. The patient was the operator of the device and it was unknown if she was a trained user. The general and suspect device durations of use were approximately three years. The return status of the device was unknown. The consumer reporter stated that the events were related to insulin lispro protamine suspension 75% / insulin lispro 25% and human insulin isophane suspension 70%/ human regular insulin 30% update 14jul2015: upon review, this case was opened to update the medwatch fields. Update 21jul2015: additional information was received from the local affiliate on 07jul2015 and 17jul2015 and processed concurrently. Updated suspect device name and model. Processed product complaint number (B)(4). Updated narrative with new information.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.